Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm synchroseal instrument for failure analysis investigation. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation inside the housing. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Signs of thermal damage were observed inside and outside the housing appeared to be warped. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed to complete the seal cycle of 3 attempts. Components adjacent to the damaged wire insulation do not show damage. Additional observation(s) not reported by site: the instrument was found to have the housing broken under the white integrated cord. A piece measuring approximate 0.520¿ x 0.795¿ was not returned with the instrument. The jaw cover was found to have tearing. Tears measure from 0.024¿ to 0.128¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal did not complete the synch cycle. Allegedly, the tissue and the jaws of the instrument were "calcinated." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the reporter confirmed that the thermal damage was first observed intraoperatively during use. The surgeon believed that the instrument not sealing correctly caused the thermal damage to the instrument. The instrument did not collide with an energy instrument during the procedure. There was no arcing observed during the procedure. There were no other instrument(s) in use when the issue occurred. No associated error occurred when the synchroseal issue occurred. At the time of the event, during the sealing sequence, there was a continuous tone while the pedal was pressed but there were no three ascending fast audible tones heard to suggest sealing or sync mode cycle was completed successfully. The tissue effect was observed during the sealing/synch cycle but not synch, burnt tissue. No unsealed tissue was cut. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient.